Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited low pacing impedance. The rv lead was not used and replaced during the procedure on (B)(6) 2025. There were no patient consequences.